Event description:
It was reported that the patient suffered a fall and consequently, the lead dislodged. It was noted that the lead was not sensing and capturing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.